Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported 4fr solo power PICC inserted but when wire removed, valve malfunctioned staying open, allowing the PICC to continuously bleed without the valve closing. PICC was removed and replaced by another one and that valve worked fine. No patient injury was reported.